Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were not reported. On an unreported date the patient was treated with an unspecified treatment for the event. Manual dialysis treatment was ongoing during treatment for the peritonitis event. No further detail was provided regarding whether the patient was hospitalized for the event. No additional information is available.